Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by that during a liver resection, a pve35a was used to take the hepatic vein. The vasecr35 reload used for the hepatic vein had two staples in the middle of the reload not fully form. The surgeon described the staples that were not formed to look like goal posts. He reported that when he used the vasecr35 reload that there wasn¿t any liver parenchyma within the stapler, just the hepatic vein. He did not think that this hepatic vein was thicker than any other hepatic vein to cause the staples to not fully form. The surgeon had to oversew the staple line with a prolene suture and used surgicel powder and surgicel snow to achieve hemostasis. There were no patient consequences reported.